Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated they are having a problem with the wireless recharger. Caller stated they charged last night and the charger was at 100% and charged fine but this morning it was only at 40%. Caller said they have had this problem over the last month and talked to the representative who said next time it happens to call in. Caller mentioned they have been charging since around 10pm and it is only up to 50% and it hasn't moved any in the last hour. Caller said the bottom one is lit constantly and the middle one is blinking on and off and has been that way since 9pm last night. Had caller reset the wireless charger. Caller confirmed they have cleaned the pins several times with a pencil eraser. The troubleshooting steps that were taken on the call resolved the issue. Agent will call caller back in an hour to see if anything advances. Additional information was received from the patient. Caller reported that after all of the additional troubleshooting over the past month, caller has still had issues charging up the recharger. Agent reviewed information. Agent sent an email to repair to replace the wireless recharger. The pt called back and pt verified that he received the replacement wr from repair but he cannot get connected to charge the ins. Pt did verify that the handset is showing the new wr sn in the about recharger section. Pt tried to reset the handset - pt reset the wr - when he tried to connect he is seeing "recharger inactive" - pt stated he was able to re-pair to his old wr and get connected to charge but when he tried to repair to his new wr he would get "recharger inactive". Pss is sending a request to repair for a new wr to be sent. -changing call priority to "high" for out of box failure. Patient services (pss) will call pt tomorrow to verify the new wr is connecting to charge the ins; pss made an outbound call to verify that pt received the new wr and pt rep stated that they received the new wr and they were able to connect and charge pt ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6) ubd: , UDI#: b3: date is approximate. Month and year are confirmed valid. H3: product ID: wr9230, serial/lot #: (B)(6) was returned for analysis and found a recharger failure - no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.